Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient reported premature battery depletion. The patient mentioned her stimulation was up to 6, 7, and 8 v. The device was explanted and replaced. The issue was resolved at the time of this report. Motor responses on the lead on electrode 1 2 and 3 all at two amps. Patient was reprogrammed on elect rode 1 and set to 2.5 amps. There were no further complications reported at this time.